Event description:
The field engineer reported the collimator iris would intermittently close all the way down. Tis will likely cause the system to lock up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was replaced. The system was then found to be operating as intended.